Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance the first ruby coil through an angled multi-purpose catheter, the physician experienced resistance at the angle in the catheter and subsequently, the ruby coil would not advance further. Therefore, the ruby coil was removed intact and the procedure was then completed using another manufacturers coil and the same angled multi-purpose catheter. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The introducer sheath was kinked 65.0 and 67.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. During functional analysis, the ruby coil could not be advanced out of its introducer sheath. Conclusions: evaluation of the complaint report suggested that the ruby coil was advanced through an incompatible catheter. If a ruby coil is advanced through a catheter with an incompatible inner lumen diameter, the embolization coil may anchor and form its complex shape within the lumen of the catheter. Anchoring of the embolization coil within a catheter will likely cause resistance when attempting to advance the ruby coil. Evaluation of the returned device revealed that the introducer sheath was kinked. This damage was likely incidental and may have occurred after retracting the ruby coil from the non-penumbra multi-purpose catheter. The non-penumbra multi-purpose catheter and non-penumbra sheath mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Updated event description: during the procedure, the physician made a direct stick in the patient's leg and used an angled multi-purpose catheter through a sheath instead of a microcatheter to deliver the ruby coils. While attempting to advance the first ruby coil through the angled multi-purpose catheter, the physician experienced resistance at the angle in the catheter and subsequently, the ruby coil would not advance out the distal end of the catheter.